Manufacturer narrative:
An initial report was submitted in error. After further review, it was determined that this device is a concomitant device which did not cause or contribute to the event. As such, is not reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Event description:
(B)(6) reported a complaint to (B)(6) regarding a failed construct for dr (B)(6). No details patient 6 months post op rods broke. So we revised patient. Once opened to revise the 7x50. Screw heads came disengaged from the shank of screw and sfx had broken in half. Then while inserting 9x80 screws into pelvis (an 7.5 x80 was removed first) the driver broke in screw heads. The patient said he did not fall but rods broke, sfx broke, screws broke.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.